Event description:
It was reported "pump fails to display the correct battery percentage". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.